Event description:
The customer stated that an initially elevated vancomycin result was generated by the architect analyzer. The initial result was >100 ug/ml. The sample was repeated with results of 39.6 and 40.26 ug/ml. Trouble shooting revealed that the sample was not re-spun between the initial result and the retest. The customer was instructed to follow proper specimen handling and processing for obtaining expected results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin ((B)(4)) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on (B)(4) 2012 informing ex-us customers that the new reagent formulation, list number (B)(4) will be available (B)(4) 2012. The additional sample centrifugation as instructed in product correction letter of (B)(4) will continue to be followed by us customers. Submission for the us 510k clearance of the new product will occur (B)(4) 2012.